Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate during preuse checkout. There was no report of patient involvement.